Event description:
It was reported that early battery depletion was noted on the ipg and elevated thresholds were noted on the right ventricular (rv) lead. An attempt was made to replace the lead however due to the patient anatomy the lead was left in place. The ipg was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.